Manufacturer narrative:
Device history record - DHR was reviewed and no anomalies that could be associated with the complaint were observed. The handle cev669b was returned for evaluation: failure analysis: the evaluation verified the complaint as valid. The black plastic part was burnt between the connectors. There is an etching rs 03.19 on the handle. The device has been repaired outside of the manufacturer by an external contractor. Root cause: the device has been repaired outside of the manufacturer by an external contractor. This modification could weaken the device and lead to the reported defect.

Event description:
This is 3 of 7 reports linked to the following mfg report numbers: 2523190-2021-00021, 2523190-2021-00022, 2523190-2021-00024, 2523190-2021-00025, 2523190-2021-00026, 2523190-2021-00028. A facility reported that the handle cev669b needs to be revised/exchanged as very small parts of the blue coating (like sparkling) fell into the patient's stomach. The surgeons tried to remove them as much as they could and they were able to complete the unspecified procedure using another bipolar forceps. There was increase of surgery time of 15 to 20 mins, and no patient injury was reported. Information regarding, age gender of the patients or type of surgery are not available. It was also reported that four different surgeries were impacted by the dysfunction of units.